Event description:
As reported, despite following the instructions for use (IFU), proper hemostasis was not achieved with the use of a 6/7f mynx control vascular closure device (vcd) after device removal. Therefore, manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd was used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube, and the sealant was deployed to the proper location. No issues were noted during balloon retraction or the button#2 step. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of mynx control. A 6f non-cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, despite following the instructions for use (IFU), proper hemostasis was not achieved with the use of a 6/7f mynx control vascular closure device (vcd) after device removal. Therefore, manual compression was performed for twenty minutes and recovered. There were no reports of patient injury. The mynx vcd was used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube, and the sealant was deployed to the proper location. No issues were noted during balloon retraction or the button#2 step. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of mynx control. A 6f non-cordis sheath was used. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were partially depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was partially retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A complete depression of buttons 1 and 2 was performed, and it was observed that the device mechanism functioned without issue. Both buttons depressed fully without resistance, and the balloon retracted completely as expected. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the device due to the nature of the event. The device was received fully deployed and this was a patient related event, which cannot be duplicated in the lab. With no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, the buttons were not fully depressed, which can lead to issue with proper device function and hemostasis. During use, maintain tension and press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.